Event description:
It was reported that, during a cardiovascular procedure, the device came apart while removing the device from the arterial access site. The physician placed a 21fr arterial return cannula in the right axillary artery (upper right chest). The cannula is exposed to view during the case. All cross clamping at the cannula were done appropriately and pain within the cross clamp portion of the cannula. Starting early in the procedure, the pa witnessed a tiny oozing (drop) of blood where the wire wound portion joined the tubing. This increased half way through the case and she started dabbing with a 4x4 gauze to monitor. At the end of the case the catheter was withdrawn. With the cpb tubing still attached, but the patient fully pump, the physician began withdrawing the cannula in the standard manor by grabbing the cannula in the y-connector area. At this point, the two portions separated. There were no cross clamps on the cannula at the time. The physician attempted to stem bleeding by crimping the cannula end, when this did not work he pulled out the cannula and the assistant tightened the pursestring per standard practice.